Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during a code blue, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using ac power only, battery power only, and a combination of both without duplicating the report. An internal inspection found no discrepancies. No batteries were returned for evaluation. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.